Manufacturer narrative:
Qn# (B)(4). N/a, other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the battery failed battery load test in accordance with service manual (voltage lower than 11.8 v after 60 min) during preventative maintenance. The faulty battery has been previously replaced in 2021 (B)(6) 2021). The battery has been replaced. The machine was returned to service. Faulty battery not available (disposed by hospital)". No report of patient involvement.

Event description:
It was reported that "the battery failed battery load test in accordance with service manual (voltage lower than 11.8 v after 60 min) during preventative maintenance. The faulty battery has been previously replaced in 2021 (10.05.2021). The battery has been replaced. The machine was returned to service. Faulty battery not available (disposed by hospital)". No report of patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of the "short battery run time" is not able to be confirmed. No part has returned to teleflex chelmsford for investigation. According to expedited quality review (eqr) report, the battery was replaced, and the pump was returned to service. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.